Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported performa capillary result of 555 mg/dl, laboratory result of 195 mg/dl from venous blood drawn at the same time with capillary test. No adverse event was reported. A request was made for the return of the meter and strips.